Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they were hospitalized with a blood glucose level of 500 mg/dl. The customer did not provide any information about the hospitalization. The customer stated that they have been receiving constant no delivery alarms. The customer was assisted in the past with troubleshooting the same issue but the customer wanted the insulin pump replaced. The customer did not troubleshoot and did not send the product back for analysis.